Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were no alarms on the mobile application. The patient stated on (B)(6) 2019 she found herself on the floor. When she came to, her blood glucose level was 34 mg/dl, her cgm was 'out of service', and no alarm had sounded. No additional patient or event information is available. There was no documentation of medical intervention; however, per medical review, this would constitute an adverse event based on the patient being symptomatic for hypoglycemia with an allegation of no alarm for the low glucose level. Additionally, it was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation. No additional patient or event information is available.